Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump intermittently powered on due to damaged battery cap threads. There were battery compartment cracks observed in the thread area and below the grip pad. The audio bolus button cover was missing. There was evidence of moisture contamination throughout the inside of pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.